Manufacturer narrative:
The investigation was unable to determine a specific root cause. It was noted that any systemic hardware errors, calibration issues and maintenance issues could be excluded. The most probable root cause was given as a mis-sampling of the patient sample, but this could not be confirmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on one outpatient sample. All results are in mmol/l. The initial na result was 89, accompanied by a data flag, the initial k result was 2.7, and the initial cl result was 64, accompanied by a data flag. All of the results were reported outside of the laboratory. The patient was sent to the "ER" based on the initial na result. The patient was redrawn in the "ER"and the sample was run on another integra 800 instrument. The results from the redraw were: na: 140, k: 3.9 and cl: 103. The original sample was then repeated and generated repeat results of: na: 141, k: 4.2 and cl: 103. The customer deemed these results to be correct and issued a corrected report. The customer also deemed the results from the other instrument to be correct. The customer indicated that the patient did not receive or have treatment withheld due to the erroneous results. The patient was not kept for observation. There were no adverse events. The lot numbers and expiration dates for the ise electrodes involved were requested, but were not known by the customer. The field service representative was unable to determine a cause for the issue. He performed an ise performance check, which passed with no errors. He also performed an ise precision check.